Event description:
It was reported that the patient was asymptomatic. It was noted that remote monitoring alerts for low biventricular pacing was received. Interrogation and testing was performed and revealed there was no left ventricular capture. Programming changes were made to right ventricular pacing only. Left ventricular lead revision was discussed while the patient recovered from an unrelated chronic foot wound injury. The patient was to continue with regular follow ups in clinic.